Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). A thorough investigation could not be performed on the product because it was not returned to abbott vascular for analysis. Factors that can contribute to difficulties removing the protective sheath/stylet include, but are not limited to, manufacturing, damage to the stylet, damage to the protective sheath mishandling, damage to the inner/outer members or oversized balloon due to partial inflation. To ensure this is not a manufacturing deficiency, all catheters are inspected for damage at numerous points in the manufacturing process and proper wire movement on the manufacturing line, a sampling of units is inspected for sheath inner diameter and proper balloon fold. The return of the protective sheath/stylet and balloon may have aided the investigation. The cause of the reported difficult to remove the protective sheath and stylet could not be determined. Factors that may contribute to the difficulty advancing/retracting the balloon catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure all products meet specification, all products are 100% visually inspected for damages and proper guide wire movement for the catheters on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. The return of the catheter and guide wire may have aided the investigation. The cause of the reported difficulty advancing/retracting the balloon catheter could not be determined. A review of the finished product lot history record revealed no nonconforming material records associated with this lot indicating that all lot release testing met specification. Additionally, a query of the complaint handling database revealed no other similar incidents reported for difficult to remove the protective sheath/stylet or difficulty positioning/retracting the catheter for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that during prep for a procedure, the health care practitioner experienced difficulty in removing the sleeve and wire stylet from the balloon of a 3.0x15 otw trek balloon dilatation catheter. The otw trek was subsequently advanced over an asahi prowater 180cm guide wire, and the otw trek was advanced past the tip of the guide wire toward a mildly calcified lesion in the moderately tortuous distal left anterior descending coronary artery by flushing the catheter with additional contrast to "hydroplane" the catheter further distal over the guide wire. After completing dilatation of the lesion, the catheter became stuck on the guide wire during removal. The catheter and guide wire were removed as a single unit. Once outside of the guide catheter, the trek delivery system was able to be removed from the asahi guide wire. A new unspecified guide wire was subsequently advanced, and the lesion was stented successfully with an unspecified stent. There were no reported patient effects and no clinically significant delay. Though requested, no additional information was provided.